Event description:
It was reported that log files were sent for review. On (B)(6) 2022, the patient experienced no external power due to the caregiver accidentally unplugging the mobile power unit (mpu). The log files revealed three instances of low voltage hazards and no external power events on (B)(6) 2022 at 23:44 and on (B)(6) 2022 at 00:31 and 07:03, all on the mpu. Each event was due to a total loss of power to the mpu enabling the external backup battery (ebb) in the system controller until power was restored to the mpu. Each event lasted around 10-15 seconds with no interruption in pump support. It was also noted that the backup battery use count was at 101. No device malfunction was suspected.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (mpu) (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review spanning approximately two days ((B)(6) 2022 per timestamp). No external power events were active on (B)(6) 2022 from 11:44:16 to 11:45:25 and on (B)(6) 2022 from 12:31:41 to 12:31:49 and from 07:03:04 to 07:03:08 due to losses of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system, and the pump function was not affected during the losses of external power. There were no other notable alarms throughout the log file, and the pump maintained a speed above the low speed limit throughout the log file. Additional information was communicated on 03oct2022 stating that the mpu has a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet and did not come loose from the back of the unit. There is an unknown cause of power loss. The (B)(4) was not exchanged or removed from service, and the mpu will not be returned for further analysis. Due to the (B)(4) being unavailable for analysis, the complaint file will be closed without further action. Heartmate 3 instructions for use ¿powering the system¿ and heartmate 3 patient handbook ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use ¿alarms and troubleshooting¿ and heartmate 3 patient handbook ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm condition and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. (B)(4) was shipped to the customer on 08jul2021. Review of the DHR's noted that the mpu was manufactured with the v-lock ac connector and shipped to customer with ac v-lock power cord. No further information was provided. The manufacturer is closing the file on this event.